Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guiding catheter during advancement causing the reported difficulty to advance. Resistance with the guiding catheter during removal of the device was felt causing the reported difficulty to remove. The device was successfully removed as a single unit with the guiding catheter. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 70% stenosed, moderately calcified and moderately tortuous, lesion in the circumflex artery. A 3.50 x 18mm rx xience sierra stent delivery system (sds) was advanced the stent dislodged in the guiding catheter. The sds was removed and the procedure was successfully completed with a non-abbott device. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided